Manufacturer narrative:
Cerebrovascular accident (cva) deficits in mentioned section b5 are being separately reported under MFR #2916596-2020-05641. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The other hospital only saw the patiently "very briefly" in the emergency. There was concern for potential short to shield but there were none of the usual issues characteristic of a short to shield. The patient had no pump stops on the grounded cable and no decrease in flow or pump speed. After consultation, the account decided to exchange the controller and observe the patient on a grounded cable on the new controller. The patient had no alarms and no abnormal pump parameters on the new controller. A full set of labs was obtained but showed nothing concerning. The patient was asymptomatic throughout the course of the event. The patient had no pump parameters that seemed abnormal to this hospital but as the hospital had no documented history on the patient as to what the pump parameters were supposed to be and the patient did not know, this was not confirmed. The patient was a poor historian due to cerebrovascular accident (cva) deficits. The patient was instructed to follow-up with his pump center.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the outer jacket of the driveline could not be confirmed through this investigation as no images of the damage were submitted for review. Additionally, the reported elevations of pump power, flow, and lactate dehydrogenase (ldh) could not be confirmed through this evaluation. A root cause for the reported events could not be conclusively determined. The submitted log file contained approximately one month of data. No notable elevations in power or flow were observed. A driveline fault alarm was captured at the end of the file on (B)(6) 2020; however, it was reported that the alarm resolved with a system controller exchange. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23aug2013. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including hemolysis, and the proper actions associated with them. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The heartmate ii left ventricular assist system IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a driveline fault on (B)(6) 2020. The system controller was exchanged and the alarms resolved. The patient had a break in the white casing on the driveline. All wires appeared intact. A review of the log file captured driveline fault alarms beginning at 12:53 am at (B)(6) 2020. Technical support noted that it was unlikely that there was an issue with the driveline at the time because the alarms resolved when the controller was exchanged. Technical support recommended that the account continue to monitor the patient for further alarms. Technical support also recommended wrapping the damaged area on the white casing with rescue tape to prevent further damage. The log file also noted several power and flow elevations throughout the history. There were no other unusual events recorded in the log file. The account reported that the break in the casing was right where the driveline exited the abdomen. There was no good way to completely seal the break. The account requested recommendations for how to get a good seal in place. The patient had intermittent elevated pump powers and flows. His lab work was normal other than intermittent elevations in lactate dehydrogenase (ldh). Vitals and blood pressure were normal. The patient was asymptomatic with the elevations in power and flow. The patient's family was monitoring the patient's numbers. The patient's family was to call the account if the elevations were sustained. The account was monitoring the patient for now. The patient was elderly and had a history of multiple sternotomies. The account doubted if a pump exchange would be possible. The patient was transferred to another hospital and the controller was exchanged at that facility. It was unknown whether or not the controller would be returned. The patient was asymptomatic throughout the duration of the event. No additional treatment was needed or planned at this time.